Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 214 mg/dl.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.